Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir was broken and had air bubbles. Customer's blood glucose level was 200 mg/dl and current blood glucose level was 110 mg/dl. The customer was advised to monitor here blood glucose and call if need additional help. The device will be returned for analysis.